Event description:
Periappendiceal abscess drain broke while being removed with portion of drain retained in wound. Pt taken to operating room on 3/19/97 where retained fragment of drain was surgically removed.